Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons came apart inside me- vagina [foreign body in reproductive tract]. Tampons came apart [device breakage]. Consumer reported via e-mail that tampon came apart inside her. No serious injury was reported.